Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the reagent probe of the cartridge-side located in the unicel dxc 600 pro synchron chemistry analyzer. The customer did not report exposure to chemicals or biohazards.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the collar wash valve.